Event description:
On (B)(6) 2024, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant creatinine results on a female patient. There was no additional information at the time of this report. Method : date : collected tested: results : sample: I-stat, on (B)(6)2024, 11:19 , 11:20 , 2.1 mg/dl, a: wb. Lab , on (B)(6) 2024, 11:19 ni , 0.71 , a: serum. I-stat ,on (B)(6) 2024 , 10:48 10:48 , 2.1 mg/dl, b: wb. Lab , on (B)(6)2024, 10:48 ni , 0.75 , b: serum. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 20-feb-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ cartridge lot h24291a.